Event description:
It was reported that during the surgery, when severing lung tissue , after fired, noted some staples malformed . Changed another one to use , they still had the same problem. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished ecr60b, with lot/batch number t4120k, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2024. D4: batch # t5d764. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with two ecr60b reloads present. The reload (b) was received with the sled in the home position; however, two double drivers were noted up without staples on the proximal end, this condition was most likely due to the premature sled movement. The condition of the driver's up shows that the reload was partially fired 1/16 causing the reported event. However, it is possible that the reload was manipulated, and the sled was manually returned to its home position. The reload (c) was received unfired, with the reload pan partially dislodged from the right proximal side. In addition, 3 single drivers and 6 double drivers missing. The device was tested for functionality in the straight position with a returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached on what may have caused the reload pan to dislodge. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A manufacturing record evaluation was performed for the finished device batch number t5d764, and no non-conformances related to the reported complaint condition were identified.